Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 8281940 d4: medical device expiration date: 31-oct-2023 h4: device manufacture date: 08-oct-2018 d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (3) 0.3ml 31ga 6mm syringes in an open polybag from the lot# 8281940 and (10) 0.3ml 31ga 6mm syringes in a closed polybag from the lot# 8281940. It was reported by the consumer that "needle point are hard to insert into site." & " the scale unit markings on the 1/2unit side hard to read. " all the returned syringes were visually examined and observed no issues. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Diameter of the cannulas was measured and falls within the specified limits. No damage to the needles of any kind was observed and all returned samples functioned as intended. Scale marking units on the 1/2unit side was visually examined using microscope and observed no issues with printing. All the printed 1/2unit marking are readable. Therefore, the reported issue could not be confirmed based on the samples returned. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Unconfirmed: based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were too light/difficult to read. The following information was provided by the initial reporter: "consumer reported finding the scale unit markings on the 1/2unit side hard to read."

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were too light/difficult to read. The following information was provided by the initial reporter: "consumer reported finding the scale unit markings on the 1/2unit side hard to read."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were too light/difficult to read. The following information was provided by the initial reporter: "consumer reported finding the scale unit markings on the 1/2 unit side hard to read."